Manufacturer narrative:
(B)(4). An authorized third party service engineer evaluated the device, the single board computer printed circuit board was confirmed faulty and needs to be replaced. Se is awaiting sbc pcb to arrive to complete the repair.

Event description:
It was reported that during set up a ventilator was not booting up and had a blank display. There was no patient involvement.